Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Product analysis was performed and found signs of physical damage to the programmer. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the programmer underwent functional testing. The programmer¿s inverter melted causing no output binding from the unit being dropped. The inverter was replaced and realigned to the rear housing. Laboratory testing revealed physical damage on the programmer's external outer housing and abnormalities in the printed circuit assembly.